Manufacturer narrative:
On 15-feb-2023 at 2:48 pm, the probe was replaced and precision studies were performed and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 4 patient samples tested with calcium (ca2) assay and 1 patient sample tested with glucose (gluc3) assay on a cobas pro c 503 analytical unit serial number (B)(4). Sample 1, sample 2, sample 3 and sample 4 were tested with ca2 assay while sample 5 was tested with gluc3 assay. On (B)(6) 2023: sample 1 resulted in an initial ca2 value of 1.09 at 8:36 am. Upon rerun the ca2 value was 2.19 at 11:38 am. Sample 2 resulted in an initial ca2 value of 1.71 at 8:36 am. Upon rerun the ca2 value was 2.55 at 2:14 pm. Sample 3 resulted in an initial ca2 value of 1.70 at 9:09 am. Upon rerun the ca2 value was 2.16 at 2:12 pm. Sample 4 resulted in an initial ca2 value of 1.23 at 9:07 am. Upon rerun the ca2 value was 2.20 at 11:39 am. Sample 5 resulted in an initial gluc3 value of 44.6. Upon rerun the gluc3 value was 83.1. The measurement unit was requested but not provided yet. This medwatch will apply to the ca2 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the gluc3 assay. The rerun results were considered correct. The questionable results were reported outside of the laboratory and corrected upon completion of repeat testing.

Manufacturer narrative:
Medical device problem code (a code), investigation type code (b code), investigation findings code (c code), investigation conclusion code (d code), component code (g code), and sections d, d1, d2, d2b, d4, g1, g3, g4, g6 were updated. The field service engineer (fse) visited the customer's site and did a mechanism check. The fse noticed problems with the rinse nozzle and he replaced the rinse tube. He also found that the cells were overflowing. The fse then corrected the cell rinse and confirmed that the tests and the module were running back to specifications. The service action done by the fse resolved the issue.